Event description:
Pt tested on the suspect device with an inr result of 1.0. The lab inr was 1.7. Controls were in range. The reporter declined to have the device replaced. They said the site doctor was going to be presented with the data and will decide what to do.